Event description:
It was reported that during a throacotomy procedure, the staple line was not intact due to malformed staples. Another stapler was pulled to finish the procedure. There was no patient to finish the procedure. There was no patient consequence.